Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. H3 other text : device was discarded.

Event description:
Edwards received notification from our affiliate in brazil. As reported, it was an implant case of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During the second attempt when advancing the valve through the esheath, resistance was noted but the valve was able to be advanced. When deploying the valve, the connection of the inflator syringe came loose. The team tried to re-connect, but it was connected to another port by mistake. As the balloon was not inflating (valve remained crimped), the system was removed as a single unit. After removal, it was seen that inflator syringe was incorrectly connected. The patient experienced a dissection of the left iliac artery likely due to the resistance found when advancing the valve/delivery system through the esheath. The patient was able to successfully received a valve implant. Vascular intervention was performed to repair the iliac dissection and blood transfusion by given. The patient remained hospitalized in ICU in regular condition.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve inflation difficulty was unable to be confirmed . As neither the device was not returned nor imagery was provided for evaluation, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported ''during the valve deployment, the connection of the inflator syringe came loose, it was tried to re-connect but it was connected to another port by mistake'', also ''after removal, it was seen that inflator syringe was incorrectly connected''. In this case, it is possible that the inflation device was loosely connected initially leading to device disconnection as inflation pressure increased during deployment. In regard to wrong port connection, the root cause is attributed to use error. Based on provided information, use error (loose connection, incorrect placement of inflation device) likely contributed to the reported event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-17622 and EU 2015691-2023-16862.